Event description:
It was reported that there were small, plastic particles inside of an intravia 150 ml container. The reporter stated that ¿some¿ of the particles had a black ink stamp on them. This was noticed during compounding with saline and fentanyl. The reporter stated that this solution was filtered before use with the container. There was no patient involvement. No additional information is available. This is report 16 of 40.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, an unused and unopened device of the same lot was received. Visual inspection (via the naked eye) of the empty bag revealed no evidence of particulate matter. The device was then filled with sterile water and again inspected for particulate matter; no particulate matter was observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.